Manufacturer narrative:
(B)(4). Reported event was considered confirmed by x-rays which stated that several of the proximal threaded screws appear backed out and project lateral to the side plate, suggesting loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110018036, screw t15 md 3.5x36mm ns, lot # unknown. Catalog #: 110018038, screw t15 md 3.5x38mm ns, lot # unknown. Catalog #: 110018054, screw t15 md 3.5x54mm ns, lot # unknown. Catalog #: 110018054, screw t15 md 3.5x54mm ns, lot # unknown. Catalog #: 110018056, screw t15 md 3.5x56mm ns, lot # unknown. Catalog #: 110030102, prx hum lo plt lt 7h 133mm, lot # unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03627, 0001825034-2020-03632, 0001825034-2020-03634, 0001825034-2020-03635, 0001825034-2020-03636.

Event description:
It was reported the patient underwent an initial shoulder procedure approximately 1 month ago. Subsequently, patient was revised due to migration about a week later.